Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for loose IV shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle green cap fell off and needlestick post use had occurred. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: the customer complained on (B)(6), 2023, batch 2271009 of 301746 straight needles, when the blood collection needle was used, the green cap fell off first, and it was very easy to pierce themselves, and several teachers were pricked many times. 6 retained samples will be returned, none of which have been blood drawn.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle green cap fell off and needlestick post use had occurred. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: the customer complained on june 13, 2023, batch 2271009 of 301746 straight needles, when the blood collection needle was used, the green cap fell off first, and it was very easy to pierce themselves, and several teachers were pricked many times. 6 retained samples will be returned, none of which have been blood drawn.

Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 26-jul-2023. H.6. Updated investigation summary: bd received 5 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for loose IV shield was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for loose IV shield with the incident lot was observed in all 5 samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle green cap fell off and needlestick post use had occurred. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: the customer complained on (B)(6) 2023, batch 2271009 of 301746 straight needles, when the blood collection needle was used, the green cap fell off first, and it was very easy to pierce themselves, and several teachers were pricked many times. 6 retained samples will be returned, none of which have been blood drawn.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the reported needle stick injury - post use issue previously submitted on report 8041187-2023-00314 was sent in error. There was no report of serious injury or medical intervention related to the needle stick injury - post use issue. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported before using the bd vacutainer® flashback blood collection needle green cap fell off. This event occurred 100 times.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the reported needle stick injury - post use issue previously submitted on report 8041187-2023-00314 was sent in error. There was no report of serious injury or medical intervention related to the needle stick injury - post use issue. Therefore, this is not considered to be a reportable serious injury, but rather a reportable malfunction.

Event description:
It was reported before using the bd vacutainer® flashback blood collection needle green cap fell off. This event occurred 100 times. There is no dirty needle stick issue associated with this incident.